Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice rite (return instrument test / evaluation) functional and electrical tests. No issues were identified that may have contributed to the reported issue of the home patient having a "tingly sensation." A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter contacted the customer on (B)(6) 2011. The patient mentioned touching the heater plate on the homechoice and feeling a "tingly sensation". No patient injury or medical intervention was reported. On (B)(6) 2011 the technical service representative (tsr) received the information on occurrence. The home patient stated it has only happened a couple of times, not every night, and there was no medical assistance required and no visible bruise or injury. The home patient stated it occurred when they were putting the heater bag on the homechoice. The caregiver stated sometimes it would give a tingling sensation to her husband's fingers. The technical service representative verified the address and phone number for swap. The home patient would use the current cycler tonight and notify the nurse that they are getting a 10.4 homechoice and for programming. The technical service representative initiated a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine would arrive. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.